Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer opted to use multiple daily injections (mdi) to ensure continuous insulin delivery.